Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the correct device was returned with the handle in open position for investigation. The basket formation on the device was in the closed/retracted position, and the male luer lock adapter was finger tight, with the collet knob also tight and secure. The tubing measured 2.8cm in length. The support sheath was separated at the nose, with 1.2cm of the cannula assembly exposed. The remaining portion of the support sheath was adhered to the basket sheath. During the functional test, it was determined that the handle did not actuate the basket formation. Four kinks in the basket sheath were noted, located 1cm, 1.5cm, 89.5cm, and 90cm from the distal tip. The basket assembly was bent at the distal end of the cannulated handle, with the wire of the basket misshapen as if caught or pulled on. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted that the only other complaint for this lot number was from the same facility and associated with this same event. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which includes the following precautions: ¿enclose the device in the sheath before removing from the tray/holder¿ and ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ based on the information provided and the examination of the returned product, investigation has concluded that this event can be traced to the user and unintended use error. Reportedly, the yellow support sheath and basket sheath were separated near the handle. The basket sheath was also observed to be kinked in multiple locations along its length. The wires of the basket were bent and misshapen. The device appeared to have experienced excessive force during use, causing the multiple areas of damage. The IFU contains a precaution not to use excessive force to manipulate the device or damage may occur. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that during a flexible ureteroscopy with laser lithotripsy through a flexor ureteral access sheath, multiple cook extractor devices malfunctioned and would not open, including one device separating (reported under patient identifiers (B)(6)). Ultimately, the procedure was successfully completed with another cook extractor device. Five (5) devices were returned to the manufacturer. Upon completion of the device failure analysis forms on 02jul2019 the following information has been provided: two (2) ncircle tipless stone extractor devices were returned. The first device, (reference this report) was noted to malfunction in terms of not opening and closing properly. The second device (reported under patient identifier (B)(6)) was noted to be "severed" or separated. Three (3) atlas-wire stone extractor devices were returned. During the investigation, it was discovered that all three of these devices were noted to malfunction in terms of not opening and closing properly. It was initially reported that two of the atlas-wire stone extractor devices malfunctioned in terms of not opening and closing properly and were mistakenly reported (reported under patient identifier (B)(6)). It was also initially reported that one of the atlas-wire stone extractor devices separated (reported under patient identifier (B)(6)), but it has been confirmed that the separated extractor device was the ncircle tipless stone extractor (reported under patient identifier (B)(6)).

Manufacturer narrative:
Investigation is currently in progress. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant product: olympus flexible ureteroscope with 3.6 fr working channel. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a flexible ureteroscopy with laser lithotripsy through a flexor ureteral access sheath using ncircle tipless stone extractor, the basket malfunctioned, and would not open. This happened to other cook extractors in the same case (these incidents are reported under files containing the following patient identifiers: (B)(6)). The physician reported it was a long case with a lot of stone, and the "extractors eventually failed after several passes," with only one of the complaint devices malfunctioning upon removing it from the package. The procedure was completed with another cook extractor and with "careful perseverance". No adverse effects to the patient have been reported as a result of this alleged product malfunction.